Event description:
A us distributor reported battery faults.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (bent pins) has been confirmed. As received, the battery connector pins were bent. The root cause for the damage to the connector could not be determined. No adverse event resulted from the damaged battery.